Event description:
ICD lead failed to pace with pacing lead impedance of the ventricular lead of greater than 2000 ohms. Pt required surgery. The proximal portion of the ventricular lead was excised and removed. New ventricular lead implanted.